Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a faraview procedure, a faradrive steerable sheath clear was selected for use. During flushing, the physician noticed a slow drip at the valve. After introducing the catheter into the sheath and attempting to aspirate with a syringe, bubbles were observed in the syringe. No visible damage to the luer was noted. It was noted that the valve at the end of the sheath is not sealed, causing blood to flow back from the end of the sheath to the outside of the patient. The sheath had been irrigated using a pressure bag at a flow rate of approximately one drop per second. Although the physician was initially not concerned by the slow drip, the presence of bubbles following catheter introduction, a fluid leak was observed leaking from the sheath valve, air was observed entering from the valve, and the physician chose to replace the sheath before introducing the catheter into the patient. The device change resulted in a delay in the procedure. The procedure was completed without any patient complications. The device is expected to be returned for analysis.